Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg eroded out of the ipg pocket. As a result, the patient was prescribed antibiotics and their scs system was explanted.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.